Event description:
It was reported that when the doctor opened the lead, he noticed the tip was bent. The implant was completed with a new good lead.

Manufacturer narrative:
Analysis of the lead model 3389s-40, lot v821788 found the distal end was bent, new out of the box.